Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the single use mechanical lithotriptor v guide wire tip was torn. The issue was found during preparation for use for an endoscopic retrograde cholangiopancreatography and it was completed with a similar device. It was noted that an attempt was made to insert a guidewire into the guidewire tip. However, the guidewire was detached from the guidewire tip. Therefore, it was found that the guidewire tip was torn. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The guidewire tip was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation an attempt was made to insert the device into the endoscope while using the guide wire and a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.